Event description:
Report that patient had blisters that opened following removal of ECG [electrocardiogram] electrodes. Report indicates that blisters then opened. The electrodes were on for approximately 60-90 minutes before removing. Manufacturer response for ECG electrode, (brand not provided) (per site reporter). Per area manager, medline rep aware and will conduct investigation.